Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) will not power on with fully charged autopulse batteries was not confirmed during functional test. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The probable root cause of the power issue could be due to faulty batteries. The reported complaint of the autopulse platform experiencing an increased numbers of displayed unknown user advisories error messages was not confirmed during functional testing and archive data review. No user advisories errors was reproduced during functional testing. Upon visual inspection, the front enclosure was cracked and heavily frayed patient head restraints wire on the top cover, unrelated to the reported complaint. The probable root cause for the observed cracked front enclosure was likely due to user mishandling, such as a drop. The front enclosure needs to be replaced to address the physical damage. The heavily patient head restraint wire could likely be due to the user lifting the platform by holding the head restraints. Damaged head restraints do not render the autopulse platform non-functional. The top cover needs to be replaced to address the patient head restraint wire issue. The archive data review indicated no errors occurred on the reported event date. The autopulse platform passed the initial functional test without any fault or error. Waiting on customer's approval for service repair.

Event description:
During shift check, the autopulse platform (sn (B)(4) will not power on with fully charged autopulse batteries, and it was experiencing an increased numbers of displayed unknown user advisories error messages. No patient involvement.